Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008k2 machine as a result of the the blood pump not working. Additional information was obtained during follow-up. It was unknown how far into treatment the reported issue occurred. An alarm with an unspecified message was received on the 2008k2 and the patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. There was no harm to the patient. No serious injury or required medical intervention was reported. The patient finished treatment after being restarted on a new machine with new supplies. The blood pump motor on the machine was replaced to resolve the reported issue. The blood pump speed was calibrated and the machine passed functional testing and was returned to service. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008k2 machine as a result of the the blood pump not working. Additional information was obtained during follow-up. It was unknown how far into treatment the reported issue occurred. An alarm with an unspecified message was received on the 2008k2 and the patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided. There was no harm to the patient. No serious injury or required medical intervention was reported. The patient finished treatment after being restarted on a new machine with new supplies. The blood pump motor on the machine was replaced to resolve the reported issue. The blood pump speed was calibrated and the machine passed functional testing and was returned to service. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.